Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the sapphire registry informs that the patient suffered a sudden intracerebral stroke on the same day of the index procedure. The patient is a 61 year old female. The target lesion location was the proximal right internal carotid artery. The characteristics of the vessel are unknown. The rate of stenosis was 98%. An angioguard embolic protection device was advanced and placed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully placed in the lesion. The procedure was successfully completed. Upon removal of the angioguard there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Several hours after the procedure the patient developed headache, depressed level of consciousness, left sided paresis and vomiting. A CT scan showed acute right basal ganglia/thalamic hemorrhage with intraventricular extension. The physician believes the cause of the event is hyperperfusion syndrome. There were no symptoms noted during the index procedure. Six day after the procedure the patient became flaccid on left side. An MRI showed small subacute right parietal infarct. The patient was seen by neurology and neurosurgery after the initial event. As the symptoms worsened the patient was evaluated by neurology. The event was evaluated and determined to be unrelated to the cordis product but possibly related to the index procedure.

Manufacturer narrative:
Cec minutes received indicate that the patient had elevated blood pressure post procedure that was treated with one dose of hydralazine. 6 days later the patient had sudden onset of new neurological symptoms that were diagnosed as a cva- major, ipsilateral, ischemic/embolic. (B)(4). The patient was initially doing well post-procedure. She had a spike of elevated blood pressure to160 and responded well with one dose of hydralazine. Further she developed a headache and had several episodes of emesis. At that point, her neurological status changed: she developed acute weakness on the left side and lethargy. Per notes, she was able to follow commands and converse, but was lethargic. The emergency response team reported slurred speech, left-sided weakness, and alertness ¿to self, year.¿ neurological event form reported event of stroke (intracerebral/subarachnoid hemorrhage) on (B)(6) 2014 with sudden onset of behavioral change, dysarthria, and left hemiparesis or hemiplegia. On arrival to a telemetry floor, she had strength in bue and ble of 3/5. Her nih stroke scale score was 13, as per note at 14:41. Repeat nih stroke scale score at 15:00 was also 13. Neurology attending consultation note on (B)(6) 2014 at 15:47 reported that the patient had dysarthric speech, was able to follow simple commands, had right gaze preference; her pupils were 1 mm and unreactive, ¿left umn vii, +caugh/gag.¿ impression: basal ganglia hemorrhages often result from hypertension, question if the ¿hypertension¿ here is a kind of reperfusion breakthrough. Plan: to follow the patient and to maintain blood pressure at 120-140 mmhg systolic. Anticoagulation was reversed and antiplatelet therapy was stopped. Ventriculostomy was not considered. Impression: basal ganglia hemorrhages often result from hypertension, question if the ¿hypertension¿ here is a kind of reperfusion breakthrough. Plan: to follow the patient and to maintain blood pressure at 120-140 mmhg systolic. Anticoagulation was reversed and antiplatelet therapy was stopped. Ventriculostomy was not considered. Per a nursing shift summary on (B)(6) 2014 at 19:13: the patient remained hemodynamically stable; inconsistent neuro assessments with patient remaining alert and oriented x 4, but with intermittent weakness to left side with a mild facial droop notable in mouth. Neurological exam by a nurse at that time on (B)(6) 2014 at 19:16 revealed the following: the patient awake, alert and oriented x 4. Face symmetrical, tongue midline, pupils equal and reactive, extraocular movement intact. Right upper extremity strength: 4+/5 through bicep, tricep, deltoid. Left upper extremity strength: 3/5 through bicep, tricep, deltoid. Right lower extremity strength: 4+/5 through iliopsoas, quadriceps femoris, flexion, extension, dorsi/plantar flexion. Left lower extremity strength: 3/5 through iliopsoas, quadriceps femoris, flexion, extension, dorsi/plantar flexion. Sensation was grossly intact. Neurological exam by a nurse on (B)(6) 2014 at 06:47 reported cn ii-xii grossly intact, symmetrical face. Right upper extremity strength: 4+/5 through bicep, tricep, deltoid. Left upper extremity strength: 4/5 through bicep, tricep, deltoid. Right lower extremity strength: 4+/5 through iliopsoas, quadriceps femoris, flexion, extension, dorsi/plantar flexion. Left lower extremity strength: 4/5 through iliopsoas, quadriceps femoris, flexion, extension, dorsi/plantar flexion. Sensation was grossly intact. Per neurosurgery note on (B)(6) 2014 at 08:07, the patient vomited overnight but was awake, easily followed commands and was just a little short of fully alert. She did not require intubation. She had a left-sided 4/5 paresis, which was ¿better than it was yesterday.¿ neurology consultation on (B)(6) 2014 at 06:43 noted: ideally would want to wait until resolution of blood on CT scan before restarting asa and clopidogrel, however, in her case given the carotid stent placement, if CT scan is improved, can restart asa and clopidogrel. The report noted that the patient continued having headaches. Neurological examination at that time found 4+/5 strength in the left arm and 3/5 in the left hand; slight left pronator drift, slightly brisk reflexes on left compared to right, and no other focal deficits reported. Per addendum note on (B)(6) 2014 at 08:32 left upper extremity strength was 4/5, assessment and plan were discussed with neurology and the plan was to restart dapt for carotid stent patency maintenance. The patient was restarted on asa and clopidogrel. The site reported a new stroke on (B)(6) 2014. Per neurological event form, the patient developed sudden onset of new neurological deficits on (B)(6) 2014 listed as behavioral change, aphasia, reflex change, left visual field loss, left hemineglect, left hemiparesis or hemiplegia, and left hemiataxia. On (B)(6) 2014 at 04:27, an md progress note reported decreased lue strength compared to yesterday, not able to raise against gravity while previous documentation says 5/5 strength. The patient oriented to self/hospital but slow, lethargic. Tongue at midline, smile symmetrical, follows commands. Neurological consultation was ordered. Per neurology consultation report of (B)(6) 2014, overnight on (B)(6) 2014 she developed severe headache requiring oxycodone and IV delaudid and was noted to be flaccid on the left side. In the morning on (B)(6) 2014 she was not at baseline and continued to be very weak on the left side, compared to her new baseline. She was less lethargic than yesterday. The consultation summary noted that per patient's daughter, on (B)(6) 2014 she was feeling well and was able to walk to the bathroom, on (B)(6) 2014 she needed more assistance with eating and using her left hand, and on (B)(6) 2014 she was not able to feed herself and her daughter had to do the feeding. Neurological exam at that time found the patient awake, able to tell hospital, month, year and daughter's name. There was left field cut/neglect; left facial weakness, ¿lt¿ intact bilaterally, left sensory neglect speech soft but without significant dysarthria; recognizes left arm and leg. Sensory neglect, some movement at the left shoulder and hip, but minimal. Neurology consultation impression: right mca cva clinically larger than that seen on the MRI yesterday early afternoon. Right thalamic ich stable. Pre-discharge on (B)(6) 2014 the nih stroke scale score was 8 and the rankin stroke scale score was 4. The patient was discharged on (B)(6) 2014 on asa and clopidogrel. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report from the (B)(6) informs that the patient suffered a sudden intracerebral stroke on the same day of the index procedure. Cec minutes received indicate that the patient had elevated blood pressure post procedure that was treated with one dose of hydralazine. Six days later the patient had sudden onset of new neurological symptoms that were diagnosed as a cva- major, ipsilateral, ischemic/embolic. The patient was initially doing well post-procedure. She had a spike of elevated blood pressure to 160 and responded well with one dose of hydralazine. The patient is a (B)(6) year old female. The target lesion location was the proximal right internal carotid artery. The characteristics of the vessel are unknown. The rate of stenosis was (B)(6). An angioguard embolic protection device was advanced and placed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully placed in the lesion. The procedure was successfully completed. Upon removal of the angioguard there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Several hours after the procedure the patient developed headache, depressed level of consciousness, left sided paresis and vomiting. A CT scan showed acute right basal ganglia/thalamic hemorrhage with intraventricular extension. The physician believes the cause of the event is hyperperfusion syndrome. There were no symptoms noted during the index procedure. Six day after the procedure the patient became flaccid on left side. An MRI showed small subacute right parietal infarct. The patient was seen by neurology and neurosurgery after the initial event. As the symptoms worsened the patient was evaluated by neurology. The event was evaluated and determined to be unrelated to the cordis product but possibly related to the index procedure. Episodes of emesis. At that point, her neurological status changed: she developed acute weakness on the left side and lethargy. Per notes, she was able to follow commands and converse, but was lethargic. The emergency response team reported slurred speech, left-sided weakness, and alertness ¿to self, year.¿ neurological event form reported event of stroke (intracerebral/subarachnoid hemorrhage) on (B)(6) 2014 with sudden onset of behavioral change, dysarthria, and left hemiparesis or hemiplegia. On arrival to a telemetry floor, she had strength in bue and ble of 3/5. Her nih stroke scale score was 13, as per note at 14:41. Repeat nih stroke scale score at 15:00 was also 13. Neurology attending consultation note on (B)(6) 2014 at 15:47 reported that the patient had dysarthric speech, was able to follow simple commands, had right gaze preference; her pupils were 1 mm and unreactive, ¿left umn vii, +caugh/gag.¿ impression: basal ganglia hemorrhages often result from hypertension, question if the ¿hypertension¿ here is a kind of reperfusion breakthrough. Plan: to follow the patient and to maintain blood pressure at 120-140 mmhg systolic. Anticoagulation was reversed and antiplatelet therapy was stopped. Ventriculostomy was not considered. The site reported a new stroke on 6 days later. Per neurological event form, the patient developed sudden onset of new neurological deficits on (B)(6) 2014 listed as behavioral change, aphasia, reflex change, left visual field loss, left hemineglect, left hemiparesis or hemiplegia, and left hemiataxia. Pre-discharge on (B)(6) 2014 the nih stroke scale score was 8 and the rankin stroke scale score was 4. The patient was discharged on (B)(6) 2014 on asa and clopidogrel. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Cerebral hyperperfusion syndrome (chs) is a well known potential adverse event associated with implanting carotid stents. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baro-receptor dysfunction. There is no evidence to suggest that the events are related to the design or manufacturing process of the device. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/events do not appear to be related to the manufacturing process. Hypotension is a well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken.

Manufacturer narrative:
The report from the (B)(4) registry informs that the patient suffered a sudden intracerebral stroke on the same day of the index procedure. The patient is a (B)(6) female. The target lesion location was the proximal right internal carotid artery. The characteristics of the vessel are unknown. The rate of stenosis was 98%. An angioguard embolic protection device was advanced and placed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully placed in the lesion. The procedure was successfully completed. Upon removal of the angioguard there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Several hours after the procedure the patient developed headache, depressed level of consciousness, left sided paresis and vomiting. A CT scan showed acute right basal ganglia/thalamic hemorrhage with intraventricular extension. The physician believes the cause of the event is hyperperfusion syndrome. There were no symptoms noted during the index procedure. Six day after the procedure the patient became flaccid on left side. An MRI showed small subacute right parietal infarct. The patient was seen by neurology and neurosurgery after the initial event. As the symptoms worsened the patient was evaluated by neurology. The event was evaluated and determined to be unrelated to the cordis product but possibly related to the index procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Cerebral hyperperfusion syndrome (chs) is a well known potential adverse event associated with implanting carotid stents. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baro-receptor dysfunction. There is no evidence to suggest that the events are related to the design or manufacturing process of the device. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/events do not appear to be related to the manufacturing process.